Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The received air gas module was mounted in a ventilator where it failed the subtest internal leakage in the pre-use check and alarms were generated during simulated use testing. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause of the delta pressure transducer's failure. The most probable source of water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. (B)(4). Ref. Exemption #: e2018003. (B)(6).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).